Event description:
It was reported that an air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. The patient was under conscious sedation. Transseptal puncture (tsp) was performed using versacross connect laac transseptal kit through a watchman fxd curve access system (was). After transspeptal, the was, versacross rf wire, and non-boston scientific imaging catheter were in the left atrium (la). Measurements of the laa were taken. After the vcc rf wire was removed, the physician stated he felt air enter the patient through the was and promptly pulled the was from the la to the right atrium (ra). Hypotension was noted and epinephrine medication was given in response. No st elevation was noted. No air was visualized. Nitro medication was given after the hypotension recovered and the patient was intubated to ensure no further negative pressure issues. The la pressure reading was 9 and fluid was given in response. A 35mm watchman flx pro closure device and delivery system (wds) was inserted, deployed, and implanted after meeting release criteria. The procedure was concluded. The patient was then not waking up fully and was taken to the intensive care unit (ICU) for further monitoring and imaging. The physician suspected the air embolism may have been caused by negative pressure as the patient was on conscious sedation. The physician also suspected that the impairment of consciousness was most likely caused by the air embolism. It was further reported that a magnetic resonance imaging (MRI) was performed and showed large bilateral posterior infarctions in the brain. The patient's family decided to withdraw care due to continued neurological disfunction. The patient died.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. A good faith effort to obtain the information is in progress, but it was not available yet.

Manufacturer narrative:
Correction to the initial MDR; the fields d2a (common device name), d2 b (pro code (product code)) and g4 (premarket / 510(k) #) were updated. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that an air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. The patient was under conscious sedation. Transseptal puncture (tsp) was performed using versacross connect laac transseptal kit through a watchman fxd curve access system (was). After transspeptal, the was, versacross rf wire, and non-boston scientific imaging catheter were in the left atrium (la). Measurements of the laa were taken. After the vcc rf wire was removed, the physician stated he felt air enter the patient through the was and promptly pulled the was from the la to the right atrium (ra). Hypotension was noted and epinephrine medication was given in response. No st elevation was noted. No air was visualized. Nitro medication was given after the hypotension recovered and the patient was intubated to ensure no further negative pressure issues. The la pressure reading was 9 and fluid was given in response. A 35mm watchman flx pro closure device and delivery system (wds) was inserted, deployed, and implanted after meeting release criteria. The procedure was concluded. The patient was then not waking up fully and was taken to the intensive care unit (ICU) for further monitoring and imaging. The physician suspected the air embolism may have been caused by negative pressure as the patient was on conscious sedation. The physician also suspected that the impairment of consciousness was most likely caused by the air embolism. It was further reported that a magnetic resonance imaging (MRI) was performed and showed large bilateral posterior infarctions in the brain. The patient's family decided to withdraw care due to continued neurological disfunction. The patient died.

Event description:
It was reported that an air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. The patient was under conscious sedation. Transseptal puncture (tsp) was performed using versacross connect laac transseptal kit through a watchman fxd curve access system (was). After transspeptal, the was, versacross rf wire, and non-boston scientific imaging catheter were in the left atrium (la). Measurements of the laa were taken. After the vcc rf wire was removed, the physician stated he felt air enter the patient through the was and promptly pulled the was from the la to the right atrium (ra). Hypotension was noted and epinephrine medication was given in response. No st elevation was noted. No air was visualized. Nitro medication was given after the hypotension recovered and the patient was intubated to ensure no further negative pressure issues. The la pressure reading was 9 and fluid was given in response. A 35mm watchman flx pro closure device and delivery system (wds) was inserted, deployed, and implanted after meeting release criteria. The procedure was concluded. The patient was then not waking up fully and was taken to the intensive care unit (ICU) for further monitoring and imaging. The physician suspected the air embolism may have been caused by negative pressure as the patient was on conscious sedation. The physician also suspected that the impairment of consciousness was most likely caused by the air embolism. It was further reported that a magnetic resonance imaging (MRI) was performed and showed large bilateral posterior infarctions in the brain. The patient's family decided to withdraw care due to continued neurological disfunction. The patient died. It has been further mentioned that the versacross dilator was not in the body when the air was noted. There was non malfunction with the versacross wire or dilator and the physician does not believe they contributed to the adverse event. The sheath valve was opened to remove the versacross rf wire and insert the prepped watchman device when air was noted. No difficulties noted with transseptal during the procedure. Mac anesthesia was used during the case until air was introduced, the patient was then converted to general anesthesia. Product will not be returning for analysis.

Manufacturer narrative:
Correction to the follow-up 2, MDR in block(s) patient codes (f10 and h6), in sections f - for use by uf/importer and h - device manufacturers only.

Manufacturer narrative:
Due to additional information received, the field b5 (describe event or problem) was updated. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that an air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. The patient was under conscious sedation. Transseptal puncture (tsp) was performed using versacross connect laac transseptal kit through a watchman fxd curve access system (was). After transspeptal, the was, versacross rf wire, and non-boston scientific imaging catheter were in the left atrium (la). Measurements of the laa were taken. After the vcc rf wire was removed, the physician stated he felt air enter the patient through the was and promptly pulled the was from the la to the right atrium (ra). Hypotension was noted and epinephrine medication was given in response. No st elevation was noted. No air was visualized. Nitro medication was given after the hypotension recovered and the patient was intubated to ensure no further negative pressure issues. The la pressure reading was 9 and fluid was given in response. A 35mm watchman flx pro closure device and delivery system (wds) was inserted, deployed, and implanted after meeting release criteria. The procedure was concluded. The patient was then not waking up fully and was taken to the intensive care unit (ICU) for further monitoring and imaging. The physician suspected the air embolism may have been caused by negative pressure as the patient was on conscious sedation. The physician also suspected that the impairment of consciousness was most likely caused by the air embolism. It was further reported that a magnetic resonance imaging (MRI) was performed and showed large bilateral posterior infarctions in the brain. The patient's family decided to withdraw care due to continued neurological disfunction. The patient died. It has been further mentioned that the versacross dilator was not in the body when the air was noted. There was non malfunction with the versacross wire or dilator and the physician does not believe they contributed to the adverse event. The sheath valve was opened to remove the versacross rf wire and insert the prepped watchman device when air was noted. No difficulties noted with transseptal during the procedure. Mac anesthesia was used during the case until air was introduced, the patient was then converted to general anesthesia. Product will not be returning for analysis.